Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due interconnect pwa. As a result, the interconnect board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump had alarmed with frequent primary audible alarms during testing. There was no patient involvement and no harm/adverse event reported.